Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by exit site swelling, abdominal pain and cloudy fluid. On an unreported date, the patient began treatment with penicillin (dose, route and frequency not reported) and tazobactum 4.5 grams, (route and frequency not reported). The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized; the outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.